Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration after 1 year and 3 months after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported that bone resorption, pain and abnormal sensation were observed during the implant removal surgery. The patient has since recovered.